Event description:
The manufacturer received information alleging pressure verification setpoint 80 proximal difference test step had failed during preventative maintenance on a trilogy evo o2 device. The device was not in use on a patient at the time of the occurrence. During the evaluation it was noted that the devices system printed circuit assembly (pca) had caused the test step to fail on the device. In conclusion, the device's system pca was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the air inlet foam filter and particle filter were replaced for preventative maintenance unrelated to the reportable malfunction/issue. The device passed all final testing.